Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('severe dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day/endometrial ablation". The patient's medical history included anxiety disorder, asthma, depression, dysmenorrhea and pelvic pain female. Previously administered products included for an unreported indication: zoloft. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy,with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('severe dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day/endometrial ablation". The patient's medical history included anxiety disorder, asthma, depression, dysmenorrhea and pelvic pain female. Previously administered products included for an unreported indication: zoloft. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy,with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.